Manufacturer narrative:
The index procedure was an elective case using the femoral approach. Lesion #1-1: the target lesion was the 1st diagonal. The lesion was reported to be: de novo, eccentric, focal, ostial, a bifurcation lesion, 6.49 mm in length, a 63% stenosis, vessel diameter of 2.15mm, and type b2. The lesion was pre-dilated with a 2.0 x 20 mm balloon at 12 atm/unk inflation time. A cypher 2.5 x 18mm stent (stent#1) was implanted at 10 atm for 31-60 sec. The stent was not post-dilated. The residual stenosis was 19%. The flow pre and post procedure was timi 3. Lesion# 1-2: the target lesion was the proximal lad. The lesion was reported to be: de novo, eccentric, tubular, a bifurcation lesion, 15.08mm in length, a 68% stenosis, vessel diameter of 3.47 mm, and type b2. The lesion was pre-dilated with a 3.0 x 20mm balloon at 8 atm/unk inflation time. A cypher 3.5 x 23mm was implanted (at the same time as the other stent) at 16atm for 16-30 sec. The stent was not post-dilated. The residual stenosis was 37%. The flow pre and post-procedure was timi 3. Ivus was done. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR# 9616099-2007-00473 and # 9616099-2007-00474.

Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. Approx five (5) months after the index procedure, follow-up coronary angiography was done and a 66% restenosis was observed at the ostial area of the first (1st) diagonal target lesion. The lesion was reported to not be flow-limiting so no intervention was done at this time. Approx twenty-eight (28) months after the index procedure, the pt complained of acute chest pain and was admitted to the hosp. There was no reported myocardial infarction or q-wave noted on the ECG at this time. Five (5) days after admission, coronary angiography was done and a 99% ostial restenotic lesion was observed at the 1st diagonal. The lesion was pre-dilated with a 2.0 balloon at 14 atm with an unk inflation time. A kissing balloon technique was then done for this lesion and the proximal left anterior descending (lad) target lesion-a 2.0mm balloon at 6 atm for the 1st diagonal and a 3.0 mm balloon at 8 atm for the proximal lad. There was no reported lesion in the proximal lad. The residual stenosis was reported to be 50%. Nine (9) days after the interventional procedure, the pt was discharged in stable condition. The physician's comment regarding this event was that it might be due to the crush-stenting technique used during the index procedure and thus not a problem with the cypher stent.